Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Involved product which broke during use has not been returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1650805). This is actually the second complaint received from this customer involving this batch number for this issue. Through previous complaint (B)(4), 32 unused files had been evaluated and found in compliance with specifications. Production batch #332304 can be considered as conforming (representative sampling). No fault was found, production meets specifications.